Manufacturer narrative:
The report of mid09 (air trap assembly) error message event was confirmed during evaluation of the thermogard xp ivtm system (sn (B)(4)) on (B)(6) 2017 at the customer site. The root cause was attributed to the fluid ingress inside the airtrap sensor holes. The console was examined and the tunnels inside the airtrap sensor block were cleaned. This cleared the mid09 error message, no further issue was found and the console functioned as intended. Review of the event log was performed and it show no irregularities. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints reported for the thermogard console with serial (B)(4).

Event description:
During patient use, after a couple hours during the treatment, empty saline-bag was observed and mid: 09 (air trap assembly) message was noted on the thermogard xp ivtm system (sn (B)(4)). Customer did not check system for leaks and utilized second thermogard xp ivtm system (sn (B)(4)) using same suk. Mid: 09 (air trap assembly) message issue occurred with the second system and leaked saline fluid was observed on airtrap sensor, a leak was suspected on the suk. Customer was unable to clear the airtrap error. No patient harm or consequence reported on this event. System 1 of 2. For the second system see MFR 3010617000-2017-01132.